Event description:
A 5 cm stage I pressure area was noted on right lateral hip with warmth redness. Unknown cause initially. Treated with dressing and interventions of pressure relief. Egg crates in place on chair and bed continued. On 8/3/94 area increased in size to 6 x 9 cm with 1 cm open area and induration. Warm compresses, antibiotic ointment ordered. Recliner suspected as contributing factor since affected area directly on metal bar above seat (bar had been wrapped with egg crate in addition to one on seat). Pt continues to be treated.